Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, erroneous results- high ast were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 5 samples for investigation. A total of 5 samples were visually inspected, and no issues were identified. The 5 samples also underwent functional testing for heparin activity and all results were within specification limits. Additionally, 100 retained samples were visually inspected with no issues observed. Out of these, 5 retained samples underwent functional testing for heparin activity and all results were within specification limits factors that may contribute to erroneous ast results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. No difficulties were encountered during blood collection as all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (erroneous results-ast) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (ast) no definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, erroneous results- high ast were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.